Event description:
Slide clamp on the tubing was engaged at the hub connection, creating a hole in the tubing affecting full dose being administered to the patient and potentially allowing air into the tubing.